Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon not inflated". Additional information states that the iab catheter was removed and replaced with a competitor's balloon. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon not inflated" is not able to be confirmed. The product was not returned for investigation. The reported device expiration date had passed prior to the event date. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon not inflated". Additional information states that the iab catheter was removed and replaced with a competitors balloon. No patient injury or consequence reported. The patient's current condition is reported as "fine".